Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a 20 mm severe stricture. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the wallflex biliary rx stent was fully deployed. The physician attempted to remove the blue outer sheath but it was stuck within the stent itself. He tried to remove it with gentle traction to avoid the stent from pulling out and pulled it with more force; however, the blue outer sheath broke 8 inches from the distal end. The remainder of the blue outer sheath was removed through the scope while the other half was removed using a biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.